Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under delivering. Basal was still on, however high blood glucose values remain, amount in reservoir did not appear to decrease unless a bolus was administered. Bolus given was not a problem, did self test and checked insulin pump settings, the basal pattern was off. No harm requiring medical intervention was reported. The device will not be returned for analysis.